Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a bent grip, causing a vertical misalignment of the grips. There was a 0.016¿ offset at the tips. As a result, the grips cannot open and close properly or grasp and hold test materials successfully. The root cause of bent instrument grips tips is typically attributed to mishandling/misuse. Failure analysis also identified an additional observation that was not reported by the site. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.044¿ - 0.164¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions on the instrument main tube is typically attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the fenestrated bipolar forceps (471205-17/k11210824 0210) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 during a inguinal hernia performed via system (B)(4). Isi followed up with the initial reporter and obtained the following additional information: the customer was not aware of any fragments falling into the patient nor were any reported by the staff. There was no reported fragments falling from the instrument. The patient has not returned to the hospital experiencing post operative complications related to retained foreign body. The customer does not have any of the specific patient information. The fenestrated bipolar forceps has been returned and evaluated by the failure analysis team on (B)(6) 2022. The instrument was found to have a bent grip, causing a vertical misalignment of the grips. There was a 0.016¿ offset at the tips. As a result, the grips cannot open and close properly or grasp and hold test materials successfully. The root cause of bent instrument grips -tips is typically attributed to the user. Additional observation(s) not reported by site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.044¿ - 0.164¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to the user. Based on the additional information obtained from failure analysis investigations, this complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the fenestrated bipolar forceps jaws did not meet and the instrument was not able to cauterize properly. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was not aware of any fragments falling into the patient nor were any reported by the staff. There was no reported fragments falling from the instrument. The patient has not returned to the hospital experiencing post operative complications related to retaining a foreign object.